Event description:
A customer reported that air came out from the tip of the cutter when the cutter started to actuate during surgery. The cutter was exchanged and the procedure was completed with no pt harm.

Manufacturer narrative:
The investigation is in progress. Samples have not been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).